Manufacturer narrative:
Evaluation of the submitted system controller log file confirmed the reported alarms. Log file evaluation confirmed low battery hazard alarms due to low battery power, resulting in a power save mode condition. As a result of the power save mode the controller lowered the pump speed to 8000 rpm. The recorded data indicated that the system was operated at 8000 rpm when both batteries were fully discharged and the system lost power. Duration of time the pump remained disconnected from power could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 7 years and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient exchanged the system controller due to unspecified alarms. The patient denied receiving a red heart alarm and stated ¿it may have been the batteries.¿ the patient was asymptomatic during the event. During the investigation of the complaint, review of the system controller log file data showed that the system operated on battery power for approximately 14 hours until the charge depleted causing low battery advisory alarms. The low battery advisory alarms progressed to low battery hazard alarms and the system controller reverted to power save mode. The recorded data indicated that the system was operating at 8000 rpm when both batteries were fully discharged and the system lost power. Based on the log file data, it could not be determined how long the pump was stopped.